Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having nose bleed and dry nose. The patient used nasal spray which was prescribed in a hospital to cure the nose bleed. There was no report of serious or permanent patient harm or injury. The device was not returned. The device has been scrapped by customer.

Manufacturer narrative:
H3 other text : the device has been scrapped by customer.